Event description:
In response to follow up questions during an investigation for complaints alleging loose sequoia constructs, it was indicated by the surgeon that he was aware of additional patients with similar issues. It was also indicated at this time that no additional information would be provided. Based on the communication from the surgeon additional complaints were registered.

Manufacturer narrative:
For this event, no devices or additional information was received. Review of information provided and analysis of returned devices for similar events reported by the same site concluded that there is no evidence of a product defect. A root cause is unable to be determined. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.